Event description:
The pump does not infuse correctly. Information regarding whether or not the device was in use on a pt when the pump turned itself off was also not available. No record of any pt incident involving the pump.